Event description:
It was stated that the customer experienced a high blood glucose reading of 300 mg/dl. Troubleshooting was performed and the insulin pump did not pass the high pressure test. The insulin pump passed the self-test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.